Event description:
It was reported that the deep brain stimulation (dbs) patient experienced symptoms of infection, including pus discharge, fever, redness, and swelling. The patient was prescribed antibiotics; however, the medication was not taken as prescribed. Subsequently, the infection progressed, resulting in hospital admission. Upon evaluation, it was determined that the infection was localized at the implantable pulse generator (ipg) pocket site; therefore, the physician decided to remove the ipg. During the procedure, the extension connected to the ipg were cut, and the ipg and a part of the extensions were explanted. The devices were retained by the customer and will not be return for analysis. Cultures were taken and indicated the presence of staphylococcus aureus. The patient was then treated with antibiotics, and the wound was cleaned. Per the physician's assessment, the cause of the infection is unknown. The patient was subsequently discharged and, following antibiotic treatment, made a full recovery. At a later date, the patient underwent a dbs procedure to explant the remaining part of the previously cut extensions and implant a new system.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: db-3216-55. Serial number: (B)(6). Batch/lot number: 5002136. Model/catalog description: argyle extension 55cm sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-3216-55. Serial number: (B)(6). Batch/lot number: 5002040. Model/catalog description: argyle extension 55cm sterile kit. Unique identifier (UDI) #: (B)(4).